Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced undersensing, no capture and unstable threshold due to the right ventricular (rv) lead dislodgement post op. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.